Manufacturer narrative:
An event regarding stem/body separator breaking apart was confirmed. A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. An material analysis report (mar) was performed, concluding the following: the chuck failed in mixed-mode overload and was likely due to the component being subjected to a tensile overload stress. The exact location of the fracture origin and direction of propagation was not possible to be determined with the available information. Eds analysis results showed that the component composition was consistent with specification requirements. No material or manufacturing defects were observed on the device features examined. Product surveillance will continue to monitor for trends.

Event description:
The patient's left hip was revised due to failed competitor cup with cemented in competitor liner. The remainder of the implants were restoration modular. They also tried to remove the proximal cone body but it could not be removed and during the process the collet part of the body/stem separator broke. The previous revision was of competitor product.

Event description:
The patient's left hip was revised due to failed competitor cup with cemented in competitor liner. The remainder of the implants were restoration modular. They also tried to remove the proximal cone body but it could not be removed and during the process, the collet part of the body/stem separator broke. The previous revision was of competitor product.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.